Manufacturer narrative:
(B)(4). The reporting hospital biomedical engineer evaluated the ventilator and could not duplicate the reported malfunction. The circuit was also unavailable as it had been disposed of by a respiratory therapist. Although requested, no additional information has been provided.

Event description:
It was reported that during patient use, a ventilator was delivering a low tidal volume. The reported stated that the patient expired however they are unaware if the ventilator malfunctioned. Additional information has been requested.